Event description:
This report is based on information provided by a third party bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint while at a bench repair facility, indicating that there was debris and a damaged lan port internally. There was no patient involvement, therefore no health consequences or impact.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while the device was removed from service at the bench repair facility, an emergent issue regarding physical damage and debris in the local area network (lan) port was discovered. As the device was removed from service at the time of the discovery, no patient was involved during the event.